Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0y7sr, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 3550-05, lot# w60217, product type: accessory. Product ID 3550-05, lot# w60217, product type: accessory. (B)(4).

Event description:
The manufacturer representative reported that the trial patient's lead dislodged due to the patient pulling the extension during stage 1. The patient got the external extension stuck on a wheel chair and pulled the internal lead partially out, damaging the lead. The lead was replaced at the time of the stage 2 as the original lead was damaged by the patient. The implanter had to dissect the lead, but had a problem locating the extension boot cover. The issue was resolved and the patient was alive with no injury. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.